Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 159 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked tube threads, cracked reservoir tube lip and missing end cap sticker.